Manufacturer narrative:
(B)(4). Results: (calcified lesion with 100% stenosis). (Stent dislodgement). Conclusion: (calcified lesion with 100% stenosis). Product eval: the device was returned for eval. The hypotube was bent and wavy. It was kinked at approx 22.5 cm distal to strain relief. The inflation lumen was kinked and damaged approx 10.5cm proximal to balloon bond. The distal tip was damaged.

Event description:
The physician was trying to implant a 3.0 mm diameter x 24mm length driver rapid exchange (rx) coronary stent in the right coronary artery. The vessel was calcified and exhibited 100% stenosis. The lesion was pre-dilated with multiple balloon sizes and inflation pressures and it was reported that there was difficulty crossing the lesion with the pre-dilation balloons. The driver device was advanced through a previously deployed stent and resistance was noted at the target lesion. While trying to place the stent, it came off the balloon. The physician then crushed the stent to the coronary wall. The device had been inspected prior to use with no abnormalities noted. The pt was discharged from hospital.